Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the devices are comfortable enough, but it's not working. Patient stated that they went in to have the devices programmed and the doctor could not find a happy medium, so the doctor told the patient that they would have to contact the surgeon to try and figure out what's going on. Patient said that they haven't seen any improvement at all in symptom relief. Patient also mentioned that when they turn their head to the left, it pulls on the battery pack in their chest. The patient was redirected to their healthcare provider to further address the issue.